Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the no projected image and the fluid invasion observed on the circuit board (ap board) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the video system center exhibited no projected image and showed fluid invasion on the circuit board (ap board). There was no patient involvement.